Manufacturer narrative:
The reported event was not duplicated. During the device evaluation by the repair technician, the main components of the system were both tested individually and as a complete system. Although some signs of use such as scratches and scuffs were noted, the device successfully passed all testing and was found to be fully functional. Other radio frequency devices using the same frequency and modulation in the vicinity may have disturbed the rfid functionality and caused or contributed to the reported event.

Event description:
It was reported that during a total knee replacement procedure using precision 5.0 software, the stryker nav3(tm) was freezing after a case card was put in the card reader. It system was restarted a number of times, but after the camera could not see the trackers in the field, a backup system was used. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that during a total knee replacement procedure using precision 5.0 software, the stryker nav3(tm) was freezing after a case card was put in the card reader. It system was restarted a number of times, but after the camera could not see the trackers in the field, a backup system was used. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.